Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury previously. Device issue: balloon rupture. It was reported that the balloon ruptured at 16 atm. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon, in the inflation lumen, and on the hypotube. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled. There was a radial rupture above the marker for a length of 1 mm. There was a scratch on the balloon along the radial rupture, extending distally for a length of 2 mm and extending proximally for a length of 1 mm. There was a kink in the distal shaft, 10 cm distal to the guide wire exit notch. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product is consistent with the reported information that the device was pressurized and a rupture occurred inside the patient anatomy. The distal end of the balloon was noted to be wrinkled which is likely a result of the balloon rupture, as the balloon was unable to refold. A radial rupture was noted above the balloon marker for a length of 1 mm, confirming the reported rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Analysis of the returned product noted a scratch along the rupture extending distally for a length of 2 mm and proximally for 1 mm. In this case, it is possible that the balloon material was damaged (scratched) during interaction with other devices and/or lesion calcification, such that the balloon ruptured during inflation at 16 atm, as no damage was noted during preparation for use. However, a conclusive cause for the reported balloon rupture cannot be determined. Analysis also noted a kink in the distal shaft. As this damage was not originally reported nor noted during the inspection prior to use, this damage is likely a result of handling post procedure during packaging/shipment back to abbott vascular for evaluation. The noted kink does not appear to have contributed to the reported balloon rupture. The manufacturing records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met specification. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported balloon rupture could not be determined. Product performance engineering will trend and monitor the experience circumstances. To ensure this type of damage is not a result of manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. This MDR is considered closed by the product performance group.